Event description:
A cartridge change error was reported by the customer related to the pump. There was no reported impact on the customer's blood glucose level as the customer declined to provide specific details. Technical support instructed the customer to inspect and clean the pump components and guided them through the cartridge loading process. The customer successfully completed the load process and resumed insulin delivery. Additionally, replacements for the cartridges were sent, and the customer was advised to monitor the system's performance.